Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed, but a definitive root causes cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: australia. Literature: thomas england, humza khan, sheldon moniz, david mitchell and markus s. Kuster (2023) does far cortical locking improve fracture healing in distal femur fractures: a randomised, controlled, prospective multicenter study. Journal of clinical medicine. (1-9). Https://doi.org/10.3390/jcm12247554. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient was initially treated with an fcl plate and 6 months post-op minimal callus formation was noted leading to revision. Diligence is completed and no further information on the reported event has been provided.